Event description:
No additional information.

Manufacturer narrative:
One sample of 1 ml ll syringe (p/n 309628 batch 4094384) was received and evaluated, the syringe was received fully assembled and loose. Through visual inspection, a distorted stopper was noted completely affecting its function and form. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause for the distorted stopper defect is associated with the assembly process. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok stopper was defective / damaged. The following information was provided by the initial reporter translated from french to english: we would like to inform you of a complaint relating to materialovigilance file 24c606 concerning: - luer lock syringe ref : 306628 - lot : 4094384. I would like to send you the information you need to investigate our complaints: - circumstances/description: alteration of rubber, sampling impossible clinical consequence: unknown. This incident took place in the pediatric intensive care unit on (B)(6) 2024. Defective/damaged piston seal.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.